Manufacturer narrative:
Results- evaluation of the returned product confirmed the reported issues; unit sounds on and off when the sensor cable is wiggled. The unit does not play the voice message, only clicking sounds can be heard. Unit's tone plays properly. Unit passed all other functional testing. All pins inside the sensor receptacle are bent down. Unit has been exposed to moisture. (B)(4).

Event description:
The customer reported that the connection for the sensor on the alarm is working occasionally. The customer did not know when discovered or the date when found. No pt incident or injury was reported.